Manufacturer narrative:
Investigation evaluation: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a colonoscopy, the physician selected an instinct endoscopic hemoclip. The clip was open/fired in the packaging [premature deployment in open position]. This occurred before the clip contacted the endoscope. Clarification received on 11-december-2020 states that when opening the package, the doctor verified that the clip was already fired in the package, without contact with the patient [premature deployment in open position] this occurred prior to patient contact; there was no impact to the patient.